Event description:
Complainant alleged that during a routine shift check by clinician, the device displayed "defic fault 72", "defib fault 78," and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.